Event description:
It was reported that the health care professional (hcp) requested review of the presenting electrogram (egm) for this pacemaker, for possible atrial intrinsic beats. Technical services (ts) reviewed and noted occasional undersensed p waves resulting in atrial pacing. It was noted that the amplitude was low. Ts discussed lowering the sensitivity and programming optimization. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.